Event description:
It was reported that a new ilet user called with a blood glucose of 173 mg/dl and requested to announce a meal despite not eating, indicating use of meal announcements as a corrective action; the agent provided education on appropriate meal announcements and how the ilet targets a glucose range of 70¿180 mg/dl. Symptoms included hyperglycemia. Outcomes included no reported injury and no change in clinical status. Investigation included customer interview and user education. Investigation of this case revealed user technique and use error related to inappropriate meal announcements for correction. It was concluded that the device functioned as designed and no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.